Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspections revealed that the main coil and the pusher wire were interlocked inside the introducer sheath. It was observed that the main coil was stretched, and the pusher wire were kinked at serval parts. It is important to mention that the twist lock was opened. Functional inspection confirmed that the pusher wire and the main coil were advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck. Dimensional inspection revealed that the overall dimension (od) of the distal and mid solder joint, distal and proximal tfe of the pusher wire were within specification. For the main coil, the zap tip (od) and primary coil (od) were within the specification. However, the number of fiber bundles did not match with the specification.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported via medwatch 3600840000-2022-8073 that the coil was stuck with the pusher wire. A 18mm x 50cm pe f-idc interlock was selected for use. During the procedure, it was noted that the coil was stuck and would not unlatch from wire. The device was removed by removing the microcatheter and the procedure was completed with a different device. No patient complications reported. However, device investigation revealed missing fiber bundles.